Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority 30166 (max air exceeded) alarm occurred on an amia automated pd cycler set during fill two of peritoneal dialysis therapy. The patient was connected at the time of the alarm. During troubleshooting, it was reported that there was a leak from an unspecified location that led to this alarm. The leak was further described as "solution near the bags and could not see any leak". The bags were dry and there was fluid on the table and floor. It was further reported there are gaps of air in the heater line. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.